Manufacturer narrative:
The lead is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead and another manufacturer's pacemaker exhibited oversensing and pacing inhibition. The root cause was not determined. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.